Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Please note updates to e1, initial reporter phone and initial reporter postal code. Alleged failure: said the suction irrigation was smoking and a green-ish fluid was coming out when using irrigation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.